Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: during investigation, there were reboots observed in the black box. There was no damage noted to the battery cap. The battery cap attached securely to the pump. The pump was exercised for 24 hours with no alarms. Unrelated to the original complaint, there was corrosion observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found.